Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power, there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: visual inspection revealed moisture behind the display lens. A review of the black box indicated multiple reboots had occurred. The pump powered on normally with the returned battery cap and was exercised for 24 hours with no power issues occurring. The pump casing was opened and no damage was found to the power circuit. The complaint of no power could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and there was a battery compartment leak. Additionally, there was evidence of internal moisture on the main printed circuit board, the display flex, and the transceiver. The display lens was found to be partially lifted. (B)(4).